Event description:
It was reported during prostate procedure, the courtesy message on console "remote interlock opened" came up and it could not be cleared. The physician aborted the procedure and the patient re-scheduled. There was no patient injury reported due to this event.

Manufacturer narrative:
The remote interlock plug has been shipped and received by the customer and the laser is working again was noted. The biomed was able to resolve the issue. The defective remote interlock plug has been disposed of by user and will not be returned for analysis.